Manufacturer narrative:
The returned device was evaluated and the cannula was found to be stretched out and a tear was found in the exposed portion of the cannula. Fluid did not pass the entire fluid path as it diverted through the tear. The downloaded data shows pulse width increases and a timeout at the end of the run, but no drivestall occurred. Because timing and cause of damages to the cannula is unknown, it cannot be determined if these damages contributed to a failure to deliver insulin. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia.  Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings:  chapter 4 / page 56;  warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes:   chapter 13 / page 176;  hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
T was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels was 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include low blood glucose levels and abdomen pain and vomiting. As treatment, the patient ate some carbs and had a popsicle. Once at the hospital the patient was treated with an intravenous of glucose and was prescribed ciprofloxacin (500 mg x 1 2 times daily x 7 days) for an unrelated urinary tract infection. It should be noted the patient has had a gastric bypass unrelated to this even. The patient's blood glucose and insulin history are as follows: time: 5:30 pm, bg(mg/dl): 100, bolus(u): 25; 9:00 pm, 70; 10:00 pm, 40.